Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) lead was explanted due to a system upgrade and returned to the manufacturer.  Subsequently, the lead tested out of specification during the manufacturer¿s analysis.  No patient complications have been reported as a result of this event